Event description:
It was initially reported that during the resident's transfer to bed, the maxi move lift device tilted over. It was indicated that caregivers closed legs of the lift and then pushed the lift under the bed. They noticed that the lift appeared to be stuck on something under the bed. They moved the lift further, and then one of the caregivers claimed that the lift fell forward pinning the first caregiver against the wall and hitting the second caregiver in the leg. The resident fell onto the bed. No injuries were received by the resident. Caregivers were sent to the hospital for evaluation. The first caregiver received tear on the shoulder. The second caregiver received bruise on the right leg.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).